Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. It was observed that the therapy pcb flex cable was not connected. The cable was placed correctly and other unrelated repairs were made. The device passed functional and performance testing and was returned to the customer. The root cause is due to the disconnected flex cable.

Event description:
The customer contacted physio-control to report that their device was not able to deliver therapy. There was no patient involvement in the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was not able to deliver therapy. There was no patient involvement in the reported event.